Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733467, serial/lot #: unknown, device mfg date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. During preventive maintenance (pm), the blue screen was observed when verifying the straight probe. A different probe was able to be verified. Whenever the straight probe was re-verified, the blue screen was observed. Technical services recommended uninstalling and reinstalling the system software. No complications were reported/anticipated.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. The issue was determined to be consistent with a known software anomaly. If information is provided in the future, a supplemental report will be issued.